Event description:
During a rotator cuff repair two anchors broke. Or nurse stated that the surgeon pre-drilled the insertion site prior to placing the anchors and used the ao two-finger technique while inserting the anchors. Nurse did not know what size drill was utilized. Both anchors were removed. A delay of ten minutes took place. The surgeon completed the repair with two additional twinfix anchors of a different lot. No patient injury or complications resulted.